Manufacturer narrative:
Eval summary: the comp svc rep tested the pump and could not duplicate the symptom. He replaced the fill port fitting (pneumatic component luer 1/16tb white) as a precaution and ran full functional performance eval. The iabp met factory specifications. The pump was released to the customer. The device history record (DHR) for the subject iabp was reviewed. There were no non-conformances in the DHR related to the reported event. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, pump made "puff" noise; displayed low vacuum message; went on standby momentarily and started up on its own. The message continued intermittently and later more frequently. There was no impact to pt hemodynamics. The iabp was replaced to complete the therapy.